Event description:
(B)(4). Had essure after birth of my last child and never attributed my following medical conditions till now. Shortly after being implanted in (B)(6) 2007, I began experiencing depression, anxiety, and unreasonable agitation. I thought it was because I was going through post partum blues. When I finally decided to go to doctor, I was diagnosed with depression and anxiety disorder and anxiety attacks. I was put on several different medications for a long period of time and still to this day find no real relief. I gained over 100 pounds from my usual weight. On (B)(6) 2013, I got gastric sleeve surgery and still have a hard time keeping my weight loss and losing more weight. I also have constant pelvic pain, hip and back pain which has worsened now and x ray shows on (B)(6) 2015 that my lower back has reduced space on last lumbar and sacral bones. I have a hard time sleeping now because it radiates to my hip bones. I can not stand the pain now. I want to remove the essure springs but don't have money and my insurance will not cover.